Event description:
Reporter indicated that device diagnostic testing at office visit in 3/2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays did not reveal any obvious discontinuities in the ncp system although the strain relief bend did not appear to be consistent with manufacturer's recommendation for strain relief and only one tie-down was visible. There was no report of recent pt injury or trauma that may have damaged the ncp system. Revision surgery is being considered but is not yet scheduled. There was no adverse event reported in conjuction with the high impedance condition. Lead break is suspected.